Event description:
It was reported that during a percutaneous coronary intervention (pci withdrawal difficulty occurred. The 75% stenosed lesion was located in the moderately calcified and mildly tortuous middle right coronary artery (rca). There was mild resistance while advancing the flextome cutting balloon catheter to the lesion but the device was able to cross the lesion. The lesion was dilated with the 3.50x10mm flextome cutting balloon catheter three times (6atms for 20sec, 10atms for 20sec, and 10atms for 20sec) and then was deflated. During withdrawal, there was difficulty pulling the cutting balloon catheter into the 6f non-bsc guide catheter. The cutting balloon catheter and guide catheter were removed together as a unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) withdrawal difficulty occurred. The 75% stenosed lesion was located in the moderately calcified and mildly tortuous middle right coronary artery (rca). There was mild resistance while advancing the flextome cutting balloon catheter to the lesion but the device was able to cross the lesion. The lesion was dilated with the 3.50x10mm flextome cutting balloon catheter three times (6atms for 20sec, 10atms for 20sec, and 10atms for 20sec) and then was deflated. During withdrawal, there was difficulty pulling the cutting balloon catheter into the 6f non-bsc guide catheter. The cutting balloon catheter and guide catheter were removed together as a unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the returned device was attached to a 6fr sheath and the balloon had exited the distal tip of the sheath. Examination of the returned device revealed no issues with the balloon. The device was attached to an encore inflation unit and a vacuum was applied to the balloon. Subsequent retrieval of the cutting balloon was performed with no issues. A microscopic examination identified no issues with the balloon or tip. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).